Event description:
A webform complaint was received in which it was reported a customer received a "check sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated and no physical damage observed on sensor patch. Data was extracted from sensor using approved software and sensor was found to be in state 5 (indicating normal termination). An error code was observed (likely indicating a poor connection between the plug contacts and the printed circuit board assembly) and there was no watermark at the base of the tail (indicating that the sensor was not applied correctly). A cracked sensor neck was observed upon visual inspection of the plug assembly. No malfunction or product deficiency was identified, therefore this complaint is not confirmed to tail not properly inserted. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.